Event description:
It was reported that patient underwent a hip arthroplasty procedure in 1986. Subsequently, the patient developed an infection and was hospitalized on (B)(6) 2013. Antibiotics were administered to the patient; however, no hip components were removed or replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information received indicates that a revision procedure to remove and replace hip components was not performed on (B)(6) 2013. The patient was hospitalized due to infection and antibiotics were administered to treat the infection.

Event description:
It was reported patient underwent a hip arthroplasty in 1986. Subsequently, patient was revised on (B)(6) 2013, due to infection. The surgeon removed and replaced the stem and the cup.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 1986, manufacture date ¿ unknown.